Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had blood glucose of 430 mg/dl and his carelink is not working correctly. Customer stated that his basals and boluses are not showing up on his report. Customer stated that the totals are showing in his insulin pump, but not on the report. Advised to change the infusion set and talk with his doctor about the high blood glucose. Nothing further was reported.